Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. This event was also reported to the FDA in a (B)(6) postmarket study status report. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit device was implanted during a pelvic floor repair with uphold lite mesh procedure performed on (B)(6) 2013. According to the complainant, since (B)(6) 2014, the patient experienced daily pelvic pain which was originally considered to be unlikely to be related to the uphold implantation as it was an apical procedure. The pain was later characterized as levator spasm. However, on (B)(6) 2017, physical exam found that there was pain on palpation of the mesh arms. This event was assessed as moderate in severity, and relation of the issue to the uphold device is now considered probable.